Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the implant suture was removed and discarded. This was disposed of and not available for return. It was reported that there was a surgical delay of one to two minutes.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a meniscal repair, an incorrect deployment presented using a truespan implant. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l68108] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The expiration date is unknown at this time.

Event description:
It was reported by sales rep via complaint submission tool an incorrect deployment of truespan implant. Meniscal repair failed to deploy on second backstop. Loud crack was heard. Secondary implanted utilized to complete procedure. No adverse events for patient. No delay reported. It is unknown if the device is available to be returned for evaluation.